Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the examination lamp could not light up due to the failure of the converter and the igniter unit. Based upon the information from osh, omsc considered that the reported phenomenon might be attributed to the deterioration of the converter and the igniter unit, because the subject device was used for approximately eight years since the subject device was installed at the facility. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned on. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.